Event description:
A report was received that the patient underwent an explant procedure due to suspected infection and pain around the scs device. The patient had a previous nondevice related back surgery wherein after the procedure, the patient had pain at the pocket site. The leads had rounded up behind the ipg which caused the discomfort. The patient was given with intravenous antibiotics and was doing well postoperatively. The infection was resolved.

Event description:
A report was received that the patient underwent an explant procedure due to suspected infection and pain around the scs device. The patient had a previous non device related back surgery wherein after the procedure, the patient had pain at the pocket site. The leads had rounded up behind the ipg which caused the discomfort. The patient was given with intravenous antibiotics and was doing well postoperatively. The infection was resolved.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2208-50, serial/lot #: (B)(4), description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.